Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate pain relief. The patient was doing well postoperatively. The explanted device components were discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 7074177 model/catalog description: linear 3-4 lead 50 cm unique identifier: (B)(4). Model number/catalog number: sc-2352-50 serial number : (B)(6). Batch/lot number: 7072173 model/catalog description: linear st lead kit 70 cm unique identifier (UDI): (B)(4).